Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset before contacting support, issue resolved after reset, and customer was able to use touchscreen normally after technical support provided additional reset information.